Manufacturer narrative:
The root cause of the issue appears to be reagent-specific. Customer was sent a replacement reagent lot, and has not called back to report any further reagent lot issues. (B)(4). Reagent was not returned.

Event description:
Customer called to report that the immage immunochemistry system generated falsely positive rheumatoid factor results when immage system rheumatoid factor (rf) reagent, lot #m101865, was used. Customer stated that 90% of the results were above 20 international units per milliliter (iu/ml). Customer also stated that recalibrating with the same rf reagent lot did not resolve the issue. Customer requested a replacement rf reagent lot, and was sent rf reagent lot #m103174. The root cause is unknown, but appears to be specific to the reagent lot that was used on the system. Customer stated that although the results were reported outside the laboratory, the results were flagged and patient treatment was not altered based on the incorrect results; therefore, patient treatment was not affected.